Manufacturer narrative:
The customer stated there is a delay with the monitor generating the heart rate yellow low alarm audio tone. The monitor and the pic ix patient sector (bed 8315) displays the yellow alarm banner but a delay occurs with the yellow alarm audio tone. A philips remote application specialist (ras) spoke to the customer biomed and provided instructions on how to check the monitor's heart rate /arrythmia alarm performance. The customer biomed also connected simulator and simulated a low heart rate (hr) yellow alarm. The result on the monitor show the hr yellow (short yellow) banner accompanied with sound for a short duration; it was confirmed that the monitor hr/arrythmia is performing as expected. It was also noted that the monitor first level timeout is 3 minutes. The ras provided the following explanation of the ¿arrhythmia monitoring st/ar algorithm¿ behavior to the customer biomed: yellow arrhythmia alarms are considered lower in priority than red alarms, but still may indicate serious rhythm or rate disturbance. A yellow arrhythmia alarm can be superseded by a more serious yellow arrhythmia alarm event, or a red alarm. Yellow arrhythmia alarms have a distinctive sound and will sound for a short duration. The alarm message remains for up to three minutes as described below. If silenced: and the condition ceases, the visual indicators will disappear. And the condition continues, the visual alarm message continues. When the timeout period ends, an alarm is announced both audibly and visually. A new alarm is not stored. If not silenced: and the condition ceases, the visual indicators will disappear after 3 minutes. And the condition continues, the visual alarm indicators will continue. When the timeout period ends, an alarm is announced audibly. A new alarm is not stored. The device was confirmed to be operating per specifications and no failure was identified. The reported problem was related to the miss understanding on the mx750 monitor hr yellow (short yellow) arrhythmia alarm behavior. The ras provided an explanation of the ¿arrhythmia monitoring st/ar algorithm¿ behavior and shared the philips arrhythmia monitoring st/ar application note with the customer biomed.

Event description:
It was reported that a intellivue mx750 patient monitor alarm is not triggering with certain heart rates. The device was in use on a patient at the time of the event. There was no adverse event reported.